Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A care giver reported the patient had experienced nausea and dizziness a day after he started the trial however that was not an issue anymore and she did not mention it to the healthcare professional (hcp) when they called the hcp. The care giver stated that the patient had accidentally pulled a little on the wire and it was coming out a little and the care giver did talk to the hcp about it. The hcp stated that if it did not completely come over then it was okay. The indication for use is unknown.